Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device MFR. Date not avail. At time of this report. Per the reported event, the medtronic rep. Found the video capture card to be faulty, causing intermittent video signal. Device not returned to MFR. While no pt was present, this issue is being reported because it could lead to inaccurate navigation if the surgeon cannot see the position of the instrument for an extended period of time.

Event description:
A medtronic rep reported a computer with a faulty video capture card and it displays an intermittent video signal. There was no pt present.